Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject otv-s7proh-hd-12e was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed that the reported phenomenon (no image on the screen) could be reproduced. Omsc confirmed that the camera cable which is connected with the circuit board was partly torn and broken. The reported phenomenon was caused by this break. Omsc surmised that the cause of this event was the user handling (e.g. The camera cable was pulled strongly, etc.). The otv-s7proh-hd-12e instruction manual states the notice for the handling of the device. Omsc confirmed the device history record of the subject otv-s7proh-hd-12e, and there was no irregularity found. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subjected device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The otv-s7proh-hd-12 instruction manual states the corresponding method when there is an abnormality. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus was informed the following information. On monday morning before first operation, the user facility found out that no image on the screen, because the subject device was faulty. When this event occurred, the patient was already anesthetized. The user facility used another device, and completed the procedure. The procedure was delayed about 30 minutes. There was no report of the patient¿s injury regarding this event.